Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 23-may-2024, it was reported by the patient that infusion set was leaking from the site within one day of use. No further information was available.

Manufacturer narrative:
(B)(6).